Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; proximal segment returned and analyzed.

Event description:
It was reported the lead was replaced due to an apparent insulation breach. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.